Manufacturer narrative:
The customer indicated that the device was discarded.

Event description:
The customer contact reported no flow. The primary tubing set was being used to deliver unspecified solution. The secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified concentration of vancomycin. The solutions were being delivered via an unspecified gravity infusion pump. After an unspecified length of time in use, the cair clamp on the secondary tubing set was opened and no solution flow was reported. The customer contact reported that the tubing was "occluded or partially occluded" where the cair clamp had been closed. The secondary tubing set was replaced and the therapy was initiated. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.